Event description:
Customer reportedly obtained results of 220mg/dl and 106mg/dl within 10 minutes on the aviva system. A second comparison reported shows the customer receiving results of 576mg/dl, 219mg/dl, and 110mg/dl within 10 mins on the aviva system. A third comparison reported shows the customer recieved results of 166mg/dl and 88mg/dl on the aviva system withon 10 mins.